Event description:
In 2008, it was reported to boston scientific corporation, that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure on eight days earlier. According to the complainant, during the procedure, a low water level error message occurred but the procedure was completed. The pt experienced urinary retention during the night following the procedure and went to the emergency room (facility unknown). A foley catheter was placed and subsequently removed a week later at a follow-up visit. The patient's condition was reported as "fine."

Manufacturer narrative:
The device has not been returned, therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.